Event description:
A malfunction on a pump was reported, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support to reset the pump, which prevented the recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the issue recurred, with an acknowledgment of these instructions.